Event description:
It was reported that the patient had pain at the pocket site. The device and leads were explanted and another chronic abdominally implanted system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the visual summary analysis of the lead indicated apparent explant damage. It was noted that analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead (B)(6) 2011; addrl1pf implantable pulse generator (B)(6) 2011; a4dr01pf implantable pulse generator (B)(6) 2013; 4951u3501 x2 implantable pacing leads (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.